Event description:
The device was returned for pneumatic valve leak failure (valve 2). Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and valve 1 tested ok. Valve 2 and valve 3 had leak errors. Removed and replaced damaged air tank assembly and error still existed. Removed and replaced pneumatic manifold assembly and performed recharge/hardware test and unit passed. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pneumatic valve failure. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.